Event description:
During pci treatment procedure the balloon ruptured at six atms. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a 7f mach1 jl4 guide catheter and a choice pt guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'